Event description:
It was reported the catheter installed on (B)(6) 2022. However, in (B)(6) 2022, the flow started to slow down.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0778 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter installed on (B)(6)2022. However, in (B)(6) 2022, the flow started to slow down. Additional information received 12/1/2022: there was no reported patient or clinician harm. Patient did not require any medical, surgical, imaging exams, or medication administration. There was no exposure of blood or chemotherapy to mucus membranes or skin. It is unknown what medication was infusing at the time of event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported the catheter installed on (B)(6) 2022. However, in (B)(6) 2022, the flow started to slow down. Additional information received 12/1/2022: there was no reported patient or clinician harm. Patient did not require any medical, surgical, imaging exams, or medication administration. There was no exposure of blood or chemotherapy to mucus membranes or skin. It is unknown what medication was infusing at the time of event. Additional information received: customer informed us that the sample was discarded.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheter installed on (B)(6) 2022. However, in october 2022, the flow started to slow down. Additional information received (B)(6) 2022: there was no reported patient or clinician harm. Patient did not require any medical, surgical, imaging exams, or medication administration. There was no exposure of blood or chemotherapy to mucus membranes or skin. It is unknown what medication was infusing at the time of event.